Event description:
The user received questionable hdl-c plus 3rd generation (hdl) results for 14 patient samples. Of the data provided, the results for 10 of the patient samples were discrepant. All repeat testing was performed on analytical p module analyzer serial numbers (B)(4) on (B)(6) 2011. All results are in mg/dl. Patient sample 1 initial result was 7.0 and the repeat result was 36.0. Patient sample 2 initial result was 14.0 and the repeat result was 55.0. Patient sample 3 initial result was 4.0 and the repeat result was 38.0. Patient sample 4 initial result was 6.0 and the repeat result was 53.0. Patient sample 5 initial result was 3.0 and the repeat result was 61.0. Patient sample 6 initial result was 5.0 and the repeat result was 54.0. Patient sample 7 initial result was 16.0 and the repeat result was 36.0. Patient sample 8 initial result was 4.0 and the repeat result was 42.0. Patient sample 9 initial result was 23.0 and the repeat result was 57.0. Patient sample 10 initial result was 27.0 and the repeat result was 38.0. All of the initial results were reported outside the laboratory. The repeat results were considered to be correct. The patients were not adversely affected. The hdl r1 reagent lot number was 64667201 with an expiration date of 03/31/2013. The hdl r2 reagent lot and expiration date were not provided. The field service representative determined the syringes needed to be rebuilt. He bleached the bath, cleaned around the bath, cleaned the rinse mechanism and rebuilt all of the syringes. To verify the analyzer operation, he ran precision testing which passed.

Manufacturer narrative:
(B)(4).